Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the physician's handheld would freeze on the alignment screen. It was reported that troubleshooting was performed, but did not resolve the revent. The physician was provided a new programming computer and the handheld was returned for analysis. Analysis was completed on (B)(4) 2014. During the analysis, it was verified that the handheld was unable to advance past the screen alignment utility. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. No further anomalies associated with the handheld performance were identified during the analysis.